Event description:
On (B)(6) 2011: the patient presented with preoperative diagnoses of lumbar spondylosis and stenosis l5-s1. The patient underwent the following procedures: anterior lumbar discectomy, l5-s1, with bilateral foraminotomies and decompression of neurologic elements; anterior lumbar partial corpectomy through retroperitoneal exposure l5-s1; anterior lumbar interbody fusion l5-s1; use of interbody prosthetic cage l5-s1; use of local bone graft and use of allograft bone. The cage was filled with local bone graft and rhbmp-2/acs. On (B)(6) 2011: the patient presented with right upper extremity and numbness into digits of bilaterally lower extremities. Diagnoses: neck sprain; shoulder arm sprain; lumbar strain. On (B)(6) 2011: the patient underwent MRI of the lumbar spine due to low back pain. Conclusion: in the interval since the prior study there has been instrumented intervertebral fusion at l5-s1. No interval change in the appearance of the foramina. No new epidural or perineural enhancement; otherwise no interval change in the lumbosacral spine with mild degenerative discopathy at l4-5 and facet arthropathy at l4-5; uterine enlargement possibly representing fibroids. On (B)(6) 2012: the patient underwent a CT of the lumbar spine. Findings: solid fusion at the anterior lumbar interbody fusion at l5-s1. There is no evidence of any central foraminal or lateral recess stenosis at any level in the lumbosacral spine. On (B)(6) 2012: the patient presented with low back pain and left sided numbness in the toes. Diagnoses: neck sprain; shoulder/arm sprain; lumbar region sprain. On (B)(6) 2012: the patient underwent an electrodiagnostic study. Impression: there is electrodiagnostic evidence consistent with abnormalities involving the bilateral fifth lumbar nerve roots and bilateral first sacral nerve roots, likely chronic in nature; there is no electrodiagnostic evidence of lumbosacral plexopathy, or bilateral lower extremity localized sensory or motor neuropathy. On (B)(6) 2012: the patient presented with complaints of bowel and bladder dysfunction. Impression: status post anterior lumbar interbody fusion; unexplained complaints of bowel and bladder dysfunction. On (B)(6) 2013: the patient underwent an MRI of the lumbar spine without contrast. Impression: in the interval since the prior study, l5-s1 intervertebral graft and anterior fusion. Stable appearance of the central spinal canal at the surgical level. Normal appearance of the conus. Again noted is uterine enlargement, likely representing uterine fibroids.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.